Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the a/w channel¿, was confirmed. Remnants of white crystallized contamination believed to be a simethicone type product were evident within the air and water channels. It was determined that the presence of this contamination highlights a customer handling and reprocessing issue. It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the maintenance process and, during inspection of the device, there was contamination identified in the air/water channels. In addition, the evaluation found the following; light cover glasses were stained, the light cover glasses and optical cover glass adhesive was worn, the distal end cap was damaged, the distal end adhesive was lifting, the control body aspiration housing colored ring was worn, the up/down and left/right had angle play evident, and was not up to specification. The air channel was blocked, the water flow was not up to specification, the water removal was not up to specification, the water channel was blocked and the electrical safety test was not up to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, channels 3, 4, 5 of the gastrointestinal videoscope were blocked. Upon inspection and testing of the returned device, it was observed that there was contamination in the air/water channels. This report is being submitted for the event found during evaluation. There was no patient involvement.